Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had the patient had skin irritation caused by the garment cutting into her skin. It was reported that the skin was open. Follow-up indicated that the patient was in the hospital after having an unrelated stroke and removed the lifevest. The current medical condition of the skin irritation is unknown.